Event description:
It was reported through an adverse device event that: "distal locking screw missed the nail (anterior of the nail), was burred through the implantation instrument however." There was no adverse consequences to the pt.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.